Manufacturer narrative:
Device evaluation: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified with a 0.015 inch mandrel. Image review: the images capture lesion sites in the proximal rca and rpda. Pre-dilation is evident, possibly with the sprinter legend 2.25x12mm balloon. The images then capture what appears to be the attempted delivery of the resolute onyx 2.25x15mm device, however no images capture the withdrawal of the device. The next images capture the dislodged resolute onyx 2.25x15mm stent visible at the most distal end of the guide catheter without the delivery system. It was unable to confirm the alleged dissection from the images. The images then captured the attempt to pass through either the sprinter legend 1.5x15mm or 1.25x10mm balloon through the dislodged stent. A second guidewire was then introduced into the vessel and the resolute onyx 3.5x26mm stent was placed alongside the dislodged stent and deployed at the site of dislodgement. The images then captured what appeared to be the sprinter legend 3.0x15mm balloon inflated in the proximal rca, and subsequently what appears to be the resolute onyx 3.5x15mm stent deployed in the mid rca. Another non-medtronic wire passed was then visible distal to the vessel, and the images captured what appeared to be the 3.0mm x 15mm sprinter balloon inflated on the second wire. A stent was then deployed to cover the entire area of luminal abnormality in the distal rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion in the dist rca/rpl had 90% stenosis. The lesion in the prox rca had 70% stenosis. The lesion in the rpda had 80% stenosis. The resolute onyx (2.25mm x 15mm) that dislodged would not advance past the lesion in the prox rca. It was reported that a dissection occurred. The sprinter legend balloon (1.5mm x 15mm) failed to cross the lesion. A 3.0x15mm sprinter balloon was inflated in the lesion in the prox rca, after the 3.5mm x 26mm resolute onyx was used to crush the dislodged stent. After the 3.5mm x 15mm resolute onyx was successfully deployed, an nc euphora balloon and a sprinter rx balloon were then used to dilate the lesion in the mid rca. The second 3.5mm x 15mm resolute onyx failed to cross the lesion and was removed intact. A third 3.5mm x 15mm resolute onyx (pli40) failed to cross the lesion in the rca and was removed intact. The three implanted resolute onyx stents were implanted overlapping to treat the dissection. The lesion in the mid rca was then dilated with an nc euphora balloon. The procedure was completed. It was concluded that pci was difficult but successful. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx rx drug eluting stent (2.25mm x 15mm) was attempted to be used to treat a moderately tortuous and non-calcified lesion located in the distal rca/pda. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. No difficulties or abnormalities noted when removing the protective sheath. The device was inspected with no issues. Negative prep was not performed. The distal lesion was pre-dilated using a spl balloon (2.25mm x 12mm). The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. After ballooning the distal lesion, the onyx (2.25mm x 15mm) was introduced to the rca but it would not advance past the mid rca. The stent was withdrawn into the guide catheter where it was observed to have dislodged from the delivery system. The inflation device remained on neutral pressure during delivery of the device. An attempt was made to pass a spl balloon (1.5mm x 15mm) through the inner lumen of the dislodged stent without success, the same was attempted using a spl balloon (1.25mm x 10mm) but was also unsuccessful. A second non-medtronic wire was introduced along with a 6f guideliner. An onyx stent (3.5mm x 26mm) was placed alongside the dislodged stent. The original non-medtronic working wire was removed and the stent (3.5mm x 26mm) was inflated to crush the dislodged stent in the proximal rca. Another onyx device (2.25mm x 12mm) was then introduced to treat the original lesion in the distal rca but it would not cross the mid rca and was removed without incident. A spl balloon (3.0mm x 15mm) was then used to pre-dilate the mid rca. A onyx stent (3.5mm x 15mm) was deployed in the mid rca. Angiography post deployment revealed luminal abnormalities and a second onyx (3.5mm x 15mm) was attempted to be introduced distal to the implanted onyx (3.5mm x 15mm) but was unsuccessful. The decision was then made to pass another non- medtronic wire to the distal vessel. A 3.0mm x 15mm balloon was inflated on the second wire and then an onyx stent (3.5mm x 30mm) was deployed to cover the entire area of luminal abnormality. The patient was reported as being alive without injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.